Event description:
Health professional reported left side, ¿expander expansion has been difficult.¿ capsular contracture and seroma-late were later reported. The device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. The event of capsular contracture and seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and seroma-late.